Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of olympus locations. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the reports, omsc surmised there was the possibility this phenomenon was attributed to following causes; - it was dropped an object on the lid of the subject device. -when closing the lid of the subject device, there was the user action of pushing in more than necessary, and it might have affected to the subject device due to repeating its action. -it could be occurred due to the mechanical stress or chemical attack by not wiping off chemical substances. The effect of repeating this. -mechanical stress when closing the top cover, chemical attack by not wiping off chemical substances (detergent, chemicals, etc.) Dropped on the lid of the subject device, and cracking of their combination stress corrosion (solvent cracking). -the stress might have caused by inserting something between the lid and the reprocessing basin. - or some other factors. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the lid of the subject device was cracked at the reprocessing. There was no patient injury associated with this report.